Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was then checked. While checking the release criteria it was noted that there was a thrombus seen on the outside of the was. Before any treatment was performed, the release criteria was determined to be met and the physician released the closure device from the core wire. The closure device was successfully implanted in the laa of the patient. The physician then attempted to aspirate the thrombus out of the patient but was unsuccessful. The was was pulled back across the septum into the right atrium while the physician applied negative pressure attempting to aspirate the thrombus. The patient was given heparin. Stroke protocol was initiated post procedure while the patient was in the post anesthesia care unit (pacu). A computed tomography scan showed a cerebral perfusion defect. The patient was transferred to another hospital where an endovascular thrombectomy was performed. The patient remains in the hospital recovering from this event. It was further reported that the patient died 5 days post procedure.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was then checked. While checking the release criteria it was noted that there was a thrombus seen on the outside of the was. Before any treatment was performed, the release criteria was determined to be met and the physician released the closure device from the core wire. The closure device was successfully implanted in the laa of the patient. The physician then attempted to aspirate the thrombus out of the patient but was unsuccessful. The was was pulled back across the septum into the right atrium while the physician applied negative pressure attempting to aspirate the thrombus. The patient was given heparin. Stroke protocol was initiated post procedure while the patient was in the post anesthesia care unit (pacu). A computed tomography scan showed a cerebral perfusion defect. The patient was transferred to another hospital where an endovascular thrombectomy was performed. The patient remains in the hospital recovering from this event.